Event description:
It was reported that a pump was programmed to deliver at a rate of 60ml/hr, however, the medication infused in 20 mins. It was also reported that the infusion utilized a buretrol. The customer stated that the pt was an infant ((B)(6)) and there was concern of swelling in the arm.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Sigma was unable to obtain additional event details from the customer, and the available info does not communicate that a flow rate inaccuracy of greater than 10% has occurred. It is unclear if swelling occurred in the pt's arm, or if the physician was concerned with possible swelling.